Event description:
It was reported that the replacement lead had a very tight fit going through the introducer and the proximal end of the superior vena cava coil appeared to be damaged. Another lead was implanted. The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that the lead appeared to have been damaged at implant. The lead passed with the 9fr introducer. (B)(4): the device met 69% longevity. The battery was at 94% on the depletion curve, and projects to 73%. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.